Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2.2 did not open. The field service engineer (fse) attempted to open the drawer through the storage space configuration, but the drawer clicked three times and failed to open. After removing the station¿s back cover and manually pulling the drawer, the fse discovered a fractured solenoid plunger pull pin. The plunger was replaced, restoring proper drawer operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred and attempts to recover it were unsuccessful, as the drawer did not open. Metal pieces were found to have broken off the back of drawer 2.2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.